Event description:
Boston scientific received information that the patient attended a routine device check. An issue with the right ventricular lead was noted as the pace impedances measurements were trending downwards and the lowest recorded measurements was low out of range. All lead parameters appeared normal. Noise and oversensing was also noted on the stored electrocardiograms. The patient was not pacemaker dependent and did not experience any symptoms. An insulation issue was suspected with this right ventricular lead. The ventricular sensitivity was decreased to reduce noise/oversensing. There was no plan for an intervention at this time. The device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.